Event description:
Surgeon, reported the following event: ¿during surgery, the blocking screw supplied within the nail does not block the lag screw. We had to remove the system, check and use another blocking screw to complete surgery. No consequences for the patient. Surgery delay of one hour¿.

Event description:
Surgeon, reported the following event: ¿during surgery, the blocking screw supplied within the nail does not block the lag screw. We had to remove the system, check and use another blocking screw to complete surgery. No consequences for the patient. Surgery delay of one hour¿.

Manufacturer narrative:
Evaluation conclusion: the reported issue was confirmed. The set screw was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The set screw returned was documented as faultless prior to distribution. The helical deformations on the plastic ring indicate that the set screw was inserted in a nail (like reported). The damages on the thread of the set screw were most likely caused by oblique insertion into a nail or due to heavy contact with the nail holding screw. Finally when reaching the nail the set screw could not be turned into the corresponding thread due to the damages. The found damages on the set screw were not manufacturing respective not device related. It was concluded that the cause of the event was the damaged thread of the set screw. Such damage may occur during misaligned insertion of the set screw when it is guided in such a manner causing excessive contact to the hard metal nail adapter of the target device or the nail holding screw. Once having overcome the metal part and the nail holding screw the assembly of set screw and set screwdriver is guided within the tube of the target device. To mitigate this procedure a 'closed tube clip' has already been developed and introduced in the market. Although not mandatory this instrument was offered to support and to ease set screw insertion. Based on the above facts the event was not caused by a deficiency of a device but most likely to improper handling during a sub-optimal intra-operative procedure. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.